Event description:
A user facility submitted a repair request to the olympus service center, for a gastrointestinal videoscope having poor air/water supply. Upon inspection and testing of the returned device, foreign material was found clogged in the scope nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, air/water could not be supplied due to nozzle clogging, discoloration of objective lens, image cloudy due to discoloration of objective lens, black scratches seen in image, lighting lens corroded, bending angle insufficient due to elongation of the angle wire, play of the angle knob out of the normal state due to elongation of the angle wire, scratches on the insertion tube, curved rubber bond cracked, foreign object inside nozzle, scratches found on the tip cover, amount of suction insufficient due to abrasion of the suction cylinder, suction cylinder scraped, up/down knob not securely fixed due to wear of the up/down angle fixing lever, scratches on the up/down knob, scratches on the up/down angle fixing lever, looseness of the light guide connector water supply base, scratches on the right/left angle fixing knob, scratches found on the operation part, discoloration of the operation part, scratches found on the switch box, scratches on the operation unit cover, scratches found on the right/left knob, scratches found on the grip, forceps plug cap scraped off, scratches found on the universal cord, scratches found on the video cable, and scratches found on the video connector case. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and it was confirmed the nozzle had no deformations. The root cause of the foreign object inside the nozzle could not be determined at this time. Olympus will continue to monitor field performance for this device.